Event description:
(B)(4). Event occurred in the united states. It was reported that while an attempt was made to insert infusion set onto the patient's body, the site somehow completely became detached from the tubing of the infusion set. At the time of this event, blood glucose level was 140 mg/dl. The patient had not noticed any damage when the package was first opened. The patient was able to insert another infusion set and resume deliveries after the issue occurred. No further information available.